Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx uncovered stent was to be implanted in the bile duct to treat a malignant stricture due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, there was difficulty advancing the delivery system up into the biliary duct. The device was removed form the patient and the procedure was cancelled. The patient was sent to interventional radiology for percutaneous drainage. There were no patient complications reported due to this event. Note: it was reported that the wallflex biliary rx uncovered stent was to be implanted through the cell of a duodenal stent. However, the wallfex biliary rx uncovered stent system instructions for use (IFU) states, warning: passing a second stent delivery system, through a just deployed stent is not recommended and could cause the stent to dislodge. The user did not take note of the warning set forth in the IFU.

Manufacturer narrative:
Block b5 has been updated with additional information received on october 04, 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code f05 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation on august 24, 2022 that a wallflex biliary rx uncovered stent was to be implanted in the bile duct to treat a malignant stricture due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, there was difficulty advancing the delivery system up into the biliary duct. The device was removed form the patient and the procedure was cancelled. The patient was sent to interventional radiology for percutaneous drainage. There were no patient complications reported due to this event. Note: it was reported that the wallflex biliary rx uncovered stent was to be implanted through the cell of a duodenal stent. However, the wallfex biliary rx uncovered stent system instructions for use (IFU) states, warning: passing a second stent delivery system, through a just deployed stent is not recommended and could cause the stent to dislodge. The user did not take note of the warning set forth in the IFU. Additional information received on october 04, 2022: it was reported that during the procedure the delivery catheter kept bending.